Event description:
The customer received questionable results for multiple assays from the cobas 6000 c (501) module. Of the data provided, the results for two patient samples were reportable malfunctions. Sample 1 initial chol2 cholesterol gen.2 result was around 250 mg/dl. The repeat results were 132 mg/dl and 255 mg/dl. The sample was also repeated on another analyzer with a result of 255 mg/dl. Sample 2 initial albumin result was 5.59 g/dl and the repeat result on (B)(6) 2018 was 4.30 g/dl. The erroneous results were not reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The customer cleaned the probes by doing probe washes, air purges, and using a stylus. The customer then replaced the probe. The field service representative found there was torn vacuum tubing on the rinse mechanism which he replaced. The customer ran successful qc. The customer confirmed there were no further issues after the service visit.